Manufacturer narrative:
The ventilator generated a technical alarms referring to ventilation and communication errors and failed to meet its specifications. Our field service engineer investigated the ventilator on site. The control printed circuit board (pcb) was replaced and this solved the generated technical errors. After the replacement, the ventilator passed all calibration, functional and safety tests and was returned to customer for clinical use. The control pcb was returned for further investigation. The evaluation of the provided logs confirms the reported failure and reveals other technical errors, all related to communication issues and the control pcb. Simulated use testing of the control pcb generated the technical errors referring to ventilation and communication errors directly after startup, and during forced ventilation the errors appears immediately. It was not possible to perform pre-use check. The conclusion of our investigation is that the most probable cause for the reported issue is circuit with communication problems on the control pcb, the error was not traced to component level thus the root cause could not be determined. The control pcb is part of subsystem breathing bre. Main functions are responsibility for the patient treatment, i.e. How to regulate the inspiratory and expiratory gas flow. Includes a memory backup battery.

Event description:
Manufacturer's ref# (B)(4).

Event description:
It was reported that the ventilator generated multiple technical error codes. There was no patient harm. Manufacturer's ref #: (B)(4).